Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead defect was suspected. Right ventricular oversensing was noted during arm movements. The lead was capped and replaced during an ICD elective replacement procedure. The patient was in stable condition.